Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned mmdg could not complete an investigation. A lot number also wasn't provided, so no DHR could be performed.

Event description:
The initial reporter stated that they had blood backing up into the administration set. Mmdg did attempt to follow up with the initial reporter to gather additional information and to check on the patients status, however, these attempts were unsuccessful. (B)(4).